Event description:
It was reported that the user experienced difficulty priming the infusion set during a supply change, proceeded without fully priming, and subsequently developed hyperglycemia with the highest blood glucose of 400 mg/dl; later guidance identified an underfilled cartridge, after which the user was able to observe insulin drops during a dry run and received education to fully fill the 180-unit cartridge before priming. Investigation of this case revealed that incomplete priming associated with an underfilled cartridge likely resulted in delayed insulin delivery and subsequent hyperglycemia. Symptoms included elevated blood glucose for approximately three hours and emotional frustration. Outcomes included self-management with backup therapy using novolog 7 units and tresiba 20 units without medical assistance and no hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear but likely user setup error related to inadequate cartridge fill and priming technique. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.